Event description:
It was reported that a (B)(6) caucasian female patient underwent a primary breast augmentation surgery with implantation of an undisclosed smooth saline breast implant prosthesis. Post-operatively, the patient reported that her breast felt like they were being pulled/weighing down and were sitting higher on her breast plate. It has been causing her soreness and pressure in her breasts. A consultation with a medical professional has not been conducted. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. Follow-ups are being conducted. If more information becomes available, mentor will submit a supplemental report accordingly. Manufacturing report number 1645337-2022-05344 for the contralateral event.

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: the patient has not undergone explantation or reoperation at this time. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On may 23, 2022, a manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).